Event description:
Hyperglycemia; multiple medtronic guardian 3 sensor failures within 3 days. Hyperglycemia after multiple medtronic guardian 3 sensor failures with the minimed 670g system. FDA safety report ID# (B)(4).